Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair info is available and no add'l service info was provided.

Event description:
The customer reported that when using high level fluoroscopy, the image disappears and an error was displayed. No pt injury was reported.